Event description:
In 2008 - tech - during pm of bed found loose ground bed would not pass safety inspection. Approx six weeks later - tech - the gound prong on the power cord was loose so, tech replaced power cord.